Event description:
Report of patient with nonunion and broken sign nail 4 years after surgery. Patient walked full weight bearing. Broken sign nail removed and replaced with another sign nail.

Manufacturer narrative:
MFR date: 09/01/2001.